Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not turn black. There was no reported patient injury. There were no difficulties connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked properly against the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back slowed or stopped. No black was shown on the indicator. The physician had their thumb on the plug deployment button during retraction. No red color was seen in the indicator window during retraction. Upon removal, the indicator wire loop was deployed without anomalies. The device was not deployed outside the patient¿s body. The patient was in good condition post-procedure. A retrograde approach was used during the diagnostic procedure. The operator was trained on the device, which was stored and prepared according to the instructions for use (IFU). No visible device or packaging damage was reported prior to use. A 5f non-cordis sheath was used at the arterial site. The suitability of the femoral artery and a vessel diameter =5 mm were confirmed via angiography, including appropriate insertion angle. There was no visible calcium or plaque at the puncture site, no stent near the site, no vessel stenosis over 50%, and no prior closure or manual compression at the site within 30 days. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18372565 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be evaluated as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, user-related factors (use error) such as the physician resting a thumb on the deployment lever during the retraction step may have contributed to the reported no change to indicator experienced. As warned in the instructions for use (IFU), which is not intended as a mitigation, while holding the exoseal in the right hand, making sure the thumb is not placed on the plug deployment button, continue to retract the exoseal very slowly until the graphic pattern in the indicator window changed to solid black. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not turn black. There was no reported patient injury. There were no difficulties connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked properly against the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back slowed or stopped. No black was shown on the indicator. The physician had their thumb on the plug deployment button during retraction. No red color was seen in the indicator window during retraction. Upon removal, the indicator wire loop was deployed without anomalies. The device was not deployed outside the patient¿s body. The patient was in good condition post-procedure. A retrograde approach was used during the diagnostic procedure. The operator was trained on the device, which was stored and prepared according to the instructions for use (IFU). No visible device or packaging damage was reported prior to use. A 5f non-cordis sheath was used at the arterial site. The suitability of the femoral artery and a vessel diameter =5 mm were confirmed via angiography, including appropriate insertion angle. There was no visible calcium or plaque at the puncture site, no stent near the site, no vessel stenosis over 50%, and no prior closure or manual compression at the site within 30 days. No pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was observed. Other procedural details were requested but were not provided. The device was not returned as expected.